Manufacturer narrative:
The following item was returned by the customer for complaint investigation: -one used list #123390488, primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch; lot #6386904. The set was attached to an ICU medical provided IV bag, and primed per packaging directions. A test infusion of 10 ml at 400 ml/hr was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. The complaint of not being able to infuse properly and lack of flow could not be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 8mar2024.

Event description:
The complaint/event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch that reportedly infused propofol improperly; there was no flow in the primary line. There was no obvious defect noted on the tubing set. No holes, cuts, tears or any other defects were noted. The tubing was replaced, and therapy resumed. The products were stored in the air-conditioned room in the hospital. There was patient involvement, but no patient harm. No further information is available for this complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.